Manufacturer narrative:
Capital equipment, evaluated at customer site. An asp fse went to the facility and fixed the unit - replaced a blown fuse.

Event description:
The customer alleged that the temperature light on the unit was not on. The customer stated that the loads were not recalled and no injuries were reported from the event. As asp field service engineer went to the facility to assess the unit.